Event description:
The pt underwent a left sided lumbar decompression at l4/5 and l5/s1. After gaining access with the baxano ipsi probe and localizing the nerve rot with the baxano neurocheck device, the 10 mm baxano microblade shaver device was passed along the l4/5 disc level to decompress the left l4/5 foramen. Similarly, the 7.5 mm microblade shaver was passed along the l5 nerve root to decompress the left l5/s1 foramen. The baxano ipsi irrigation cannula was used to deliver saline for irrigation and floseal for hemostatic control out the foramen. No mechanical emg signal was noted during the introduction of any baxano tools. Afterwards, as the surgeon was placing cottonoids on the surgical area he noticed a small dural tear over the root sleeve of the l5 nerve. Duragen and evicel were applied to seal the tear. Postoperatively on the same day of surgery, the surgeon reported that the pt was doing fine with "perhaps very slight weakness great toe extension." The pt was discharged two days after surgery. Prior to discharge the resident noted that the pt had no problems with her toe. Since the surgeon discovered the dural tear after baxano devices were removed, we are submitting initial reports for the baxano ipsi probe and 7.5 mm baxano microblade shaver that are possibly associated with this event (a total of two reports, number 3006324586-2011-00017 and 3006324586-2011-00018.).